Manufacturer narrative:
D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b- additional product codes: gbo; lje e1 - phone number: (B)(6). H3 ¿ the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the stiffening cannula was difficult to remove from an ultrathane mac-loc locking loop biliary drainage catheter. The device was required for biliary drainage during a percutaneous transhepatic cholangiography and drainage (ptcd) procedure. The stiffening cannula became lodged at the pigtail tip of the catheter, making it difficult to remove. This led to pain, biliary tract injury, and minor bleeding for the patient. The catheter and stiffening cannula were removed together, and a new like device was used to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided. As reported, the incident was caused by improper operation resulting in product damage. The patient had minimal bleeding, which required no intervention and resolved spontaneously. The procedure was then completed by replacing with a product from the same lot.